Manufacturer narrative:
This chair was manufactured in 2011 and is no longer being sold. The recliner operated as designed. The issue resulted from user error. The unit was not returned, and no further investigation is needed, this investigation is closed. No further actions.

Event description:
On october 27, it was reported by (B)(6) that a patient fell from the chair. The nurse intended to engage the front left caster brake but instead accidentally unlatched the rotary latch (which unlocks the side of the chair). Because the patient had minimal trunk control, this allowed the patient to fall from the chair when they leaned against the arm. The patient was subsequently transported to the hospital for evaluation.